Manufacturer narrative:
Device received with frozen screen at medtronic logo and unexpected intermittent beep alarm due to cracked liquid crystal display controller.

Event description:
The customer's parent reported via phone call that the they tried to change insulin pump using a new battery four times but the insulin pump loads and it was still was stuck at medtronic logo. The customer¿s blood glucose was 121 mg/dl at the time of incident. The insulin pump will be returned for analysis.